Manufacturer narrative:
This supplemental report is being submitted to correct the aware date on the initial MDR per an external review of the complaint record. The correct aware date is august 27, 2021 and not september 8, 2021. In addition, per internal review of the complaint record, the following sections were updated: a1, d5, g2, g3, g6, h2, h5, and h8.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated, and also found that white foreign material was clogged inside the area approximately 23 cm from the distal end of the auxiliary water channel. As a result of exterior inspection of the subject device, it was found that there was no abnormality on the distal end cover near the auxiliary water channel inlet. In addition, as a result of exterior inspection and component analysis of the subject foreign material, it was found that the subject foreign material was silicone and a part of the auxiliary water inlet cap (i.e. The protruding portion to fit into the auxiliary water channel port). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation result, omsc concluded that the subject foreign material was attributed to a part of the damaged auxiliary water inlet cap. Also, omsc surmised that the central part of the auxiliary water inlet cap was torn off and invaded the auxiliary water channel due to repeatedly attachment/detachment of the auxiliary water inlet cap and stress applied in the licking direction during attachment/detachment. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the auxiliary water channel was clogged (water could not be supplied from the auxiliary water channel) but this cause such as clogging of foreign material was not confirmed. The user replaced the subject device to another similar device and performed the intended procedure. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA), using peracetic acid. There was no report of patient injury associated with this event.